Event description:
A customer reported that two coulter lh 750 hematology analyzers generated erroneous elevated hemoglobin (hgb) and hematocrit (hct) results with no instrument generated flags for a single patient sample. Beckman coulter inc assessment of customer supplied data indicated that erroneous low white blood cell (wbc) and platelet (plt) results as well as erroneously high red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results were generated from these instruments. Upon the generation of initially erroneous wbc, plt, rbc, hcg and hct results on another instrument, the results were repeated on the instrument associated with this report. This is report represents the erroneously low repeat white blood cell (wbc) and platelet (plt) results as well as the erroneously high repeat red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results generated on an coulter lh 750 hematology analyzer with serial number (B)(4) on (B)(4) 2012. The patient's results triggered a delta check so the patient was redrawn and retested. Upon redraw and testing, the wbc and plt were higher and the rbc, hgb and hct results were lower, and considered valid. An elevated mean corpuscular volume result was also generated. The initial erroneous wbc, plt, rbc, hgb and hct results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Chemistry tests were done on the same draws and the results matched between the samples. It was confirmed that both samples came from the same patient via a phenotype test. The volumes of the first and second samples were equivalent. Controls were executed before the incident and were within the expected range. The instrument is currently performing within qc specifications with respect to controls and reproducibility.

Manufacturer narrative:
Service was not dispatched to the site for this event. The cause of this event is unknown. Mdrs associated with this event: 1061932-2012-01373, and 1061932-2012-01374.